Event description:
Caller reported the inform meter has two burnt connector pins and the black plastic surrounding the pins has signs of burning as well. No adverse event reported. The device was returned, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.